Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received an alert on merlin.net and presented in clinic. The device was interrogated and revealed episodes of inappropriate anti-tachycardia pacing therapy. The device was reprogrammed to resolve the event and the patient is in stable condition.